Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that 2x motor devices worked in the locked position. It was not reported if the device was used in surgery, or if there was patient involvement. There were no reports of delays in the surgical procedure. It was unknown if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 1 of 2 of the same event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9: updated. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a worn bearing, cord damage, loose, deformed/bent, excessive - noise, device ran in the locked position and illegible etch. It was also found that the device failed had housing dents, hose scratches, housing pin was loose and failed pre-test for visual, loctite, safety and noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear.